Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) did not power on was not confirmed during initial functional testing. The device functions as intended. Probable root cause could be due to temporary moisture in the platform. Visual inspection of the platform observed the drive shaft was exhibiting binding and resistance. This observation was not related to the reported event. The root cause for the sticky shaft was due to normal wear and tear. The clutch plate was deburred to address the sticky clutch. In addition, upon servicing the platform; fluid ingress was observed on the front and bottom cover requiring bio-cleaning. During functional testing, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" upon powering on. The root cause for the ua45 error message was due to the driveshaft not being at home position. Using the administrative menu, the driveshaft was readjusted back to home position. In addition, during load cell characterization test, it revealed a defective load cell 1. Root cause of the defective load cell was due to wear and tear, the autopulse platform is a reusable device and was manufactured on 13 march 2008 and has exceeded its expected service life of 5 years. These observation is not related to the reported complaint. During archive data review, ua 45, ua 12 (lifeband not present), fault 16 (timeout moving to take-up position) and ua 02 (compression tracking error) error messages were observed during the reported complaint date. Defective load cell 1 was replaced to address the ua02 error message. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Fault 16 is an indication that the autopulse did not achieve the target depth for takeup within the specified time (~5 secs).the takeup position is achieved when the load plates sense an additional 6 lbs of load compared to the pre-takeup load. Indication that the lifeband is not securely closed. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. After replacing the load cell, bio-cleaning and deburring of clutch, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use.

Event description:
During patient use, the autopulse platform (sn (B)(4)) was contaminated with bodily fluid on the platform and run into the battery compartment. After the call, the platform was decontaminated by the crew; however the platform will not turn on. The crew observed no moisture on the user control panel display and request for proper decontamination and reconditioning. No patient involvement.